Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, malformed staples were deployed. The surgeon sutured by hand to complete the case. There was no patient consequence.